Event description:
A hydroflex device was implanted, date not provided. Information received on 9/23/97 indicates one cylinder was removed from the patient due to a perforation, date not provided. Unable to obtain additional information.